Manufacturer narrative:
Review of the device history records indicate packs were manufactured and accepted into final stock on with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
As reported via discrepancy report: the hospital reported that one box delivered by (B)(6) was wet and one case was wet inside the box. No associated procedure. No further information is available.